Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage on the bottom of the device. Pressure integrity tests, shows an external leak when tested at 20 psig for 2 min. The impeller is appears to have melted the lower housing and moved to allow a gap in the seal. The device was cut apart and there appears to be moisture ingress into the lower bearing. Reason for return was confirmed for a leak. Conclusion: the reason for return was confirmed for a leak. Per the additional information received from the medtronic sales representative, the pump was not damaged, and there was no damage to the pack. This is not a manufacturing issue. It is noted that the manufacturing process includes progressive inspection and in-process inspection. This type of complaint is generally the result of some type of shock that the pump has been exposed to during shipping, handling, and/or storage of the device. If the pump is allowed to run with insufficient fluid, this would also cause degradation to the bearing. In either case, the damage allows the bearing to be exposed to moisture, potentially leading to rust and/or corrosion. The bearing chamber is designed to be isolated from fluid. Upward force generated by resistance to rotation would cause heat generation, which would result in deformation of the polycarbonate parts. The scuff marks observed on the bottom of the device show evidence that the rotating stack was able to slide down until the rotat or was contacting the back plate. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bp50 pediatric bio-pump, the customer reported a leak from the bottom of the pump head during priming. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Medtronic received additional information that the bpbp50 was not damaged. It comes in a pack and it was secure inside the pack and no damage to the pack. The bio-pump was included in the below custom tubing pack: model # 5646r17 lot # 222382516.